Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 h6 : proposed component (annex g) code is mechanical (g04) - provisional bottom visual examination of the returned product found it to exhibit signs of repeated use and is fractured complaint was confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke during trialing. No impact to patient. The surgical technique was utilized. There was no surgical delay. Another device was used to complete the procedure. No foreign bodies were retained. All available information has been provided.